Manufacturer narrative:
(B)(4). Batch # r92304. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clip and 1 partially formed clip was fed due to an anti-backup failure; in addition, the instrument locked out as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found the damaged causing the anti-backup failure. No conclusion could be reached as to what may have caused this condition. The reported complaint was confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic urgent cholecystectomy, some clips ejected when the surgeon tried to fire the device on the cystic duct. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.